Event description:
An inpatient user facility reported that during hemodialysis treatment, the pt became sick with a severe headache, nausea and vomiting. The pt ended treatment 1 hour early as a result of these symptoms. It was noted the pt has only had a total of 5 treatments in center which started on (B)(6) 2015. The pt has used the same type of dialyzer since starting; however the doctor ordered the pt be switched to another manufacturer's dialyzer starting on (B)(6) 2015. No med intervention was required and the pt left the clinic ambulatory. A sample is not available for manufacturer eval.

Manufacturer narrative:
The devices was not returned to the manufacturer for physical evaluation and the failure cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. As part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including fiber bundle. O-rings and polycarbonate molded components related to the reported complaint event. However, a supplier non-conformance was associated to the raw material used for molded components. All discrepant molded components were inspected and discarded prior to use in the dialyzer assembly lines. Additionally, the reported dialyzer lot sub-assembly components were compared to the corresponding bill of materials. It was confirmed that the correct components were used during the manufacture of this lot. The medical records provided were reviewed by a fresenius clinical specialist who concluded that the patient had an uneventful treatment. Treatment was stopped 3 minutes early for clotting but there were no other issues. The patient had no complaints and rested comfortably during this dialysis treatment. Documentation in the medical records did not reveal any patient allergy to the product. The records did not contain any current lab work for review including bicarbonate or sodium levels. There were no diagnostic tests in the medical record for review. There was no documentation in the medical record that showed the patient became sick, had any serious injury or any adverse event to this product on (B)(6) 2015.

Event description:
On (B)(6) 2015, this patient presented at the hemodialysis clinic. His vital signs pre-dialysis that morning were: blood pressure 159/93, pulse 64 and regular, respirations 18 and temperature 97.1. Patient started at 06:06. At 07:36, the patient began complaining of pain from his right jugular tunneled catheter. He described the pain as a tugging/sucking down feeling inside his heart. Patient was administered oxygen and the blood flow rate (bfr) was turned down to 300 and administered 100cc normal saline. Blood pressure at this time was 142/90 and pulse 73. At 07:52, the dialysis lines were reversed for spasms in his catheter. Patient's dialysis was turned 1 hour early (09,19) due to nausea, vomiting and a severe headache. At this time, the patient's blood pressure was 155/105 and pulse was 62. Patient was discharged home, ambulatory.

Manufacturer narrative:
Plant investigation has not yet been completed and med records are being reviewed. A follow up report will be filed upon completion of the investigation.